Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the 99% stenosed anatomy resulting in the reported failure to advance and the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the left anterior descending artery. The 1.50x8mm mini trek rx balloon dilatation catheter (bdc) failed to cross due to resistance with the anatomy. During removal of the bdc resistance with the anatomy was also felt. The procedure was successfully completed with a non-abbott device and the deployment of an unspecified stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.